Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter: occurred during an open hernia procedure. The suture broke at the knot. No known patient injury or extension in surgical time. Patient status is alive, no injury.